Event description:
It was reported that the manufacturer representative received information from a doctor regarding a patient that had a stimulation trial over a year prior to report. It was noted that the trial was done (B)(6) 2013. It was noted that after the leads were removed, the patient was admitted to the hospital for a possible infection. The nurse practitioner removed the leads; told the manufacturer representative that the site had no signs of infection. The manufacturer representative was not aware of any specifics, but the physician told the manufacturer representative that the patient was supposed to be seen after discharge and had cancelled the appointment and cancelled the follow-up tests that were ordered. The manufacturer representative noted that they did not have all the facts. The manufacturer representative did know that the patient was currently doing well and had no long term effects. The manufacturer representative was contacted and asked if they had an additional information related to the doctor, patient or reported event. The manufacturer representative had no additional information. It was confirmed that the trial was for spinal cord stimulation (scs).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).